Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0buzm, implanted: (B)(6) 2013, product type lead.

Event description:
The representative is calling from the or during an explant. She indicated that the patient had an injury to the implantable neurostimulator (ins) site and then developed an infection. The representative was on speaker with the health care provider (hcp) asking about treating the infection. The representative had to get back to her case. The representative also stated that a culture was sent. It was reported that the infection was reported to office on (B)(6) 2016. The injury on the ins occurred about 10 days ago per hcp. Device was removed completely from patient and specimen was sent for culture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.